Manufacturer narrative:
The facility stated that repairs were made, but could not remember what was done to repair the bed.

Event description:
Information received indicates the bed will not go into the trendelenburg position when the trend handles are pushed.